Event description:
Additional information received from the healthcare provider via a clinical study indicated that during surgical replacement of the pump, the catheter was able to be aspirated. The surgeon examined the catheter and confirmed no kinks present. No revision to the catheter required.

Manufacturer narrative:
Continuation of d10: product ID 8709sc, serial# (B)(6), product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving bupivacaine (27 mg at 13.21378 mg/day), dilaudid (hydromorphone) (5 mg at 2.447 mg/day), and clonidine (400 mcg at 195.75971 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient was presented for a catheter access port dye study per clinic protocol, as he was scheduled for a pump replacement secondary to normal battery depletion. The healthcare provider was unable to completely aspirate the catheter, indicating probable occlusion. Plan for intra-op dye study and/or catheter replacement.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6) implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 30-jul-2014, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.